Event description:
Related manufacturer reference number: 2017865-2024-71104. Related manufacturer reference number: 2017865-2024-71105. Related manufacturer reference number: 2017865-2024-71107. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the pacemaker, right atrial lead and left ventricular lead exhibited electromagnetic interference (emi). The right ventricular lead exhibited noise oversensing resulting pacing inhibition. No intervention and patient consequences was reported.